Manufacturer narrative:
Investigation on-site by our field service engineer (fse) revealed that the connector to the pull magnet was not making proper contact. The connector was reinserted and the ventilator was returned to service after successful functions and safety checks were completed. The reason why the connector was not making contact has not been determined from this investigation.

Event description:
It was reported that the internal leakage sub-test for the ventilator continuously failed during the pre-use checks tests. There was no patient involvement reported. (B)(4).